Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
The customer reported via the sales rep that the patient had a revision of xia screws. It is further reported that the original implantation occurred approx (B)(6) 2008 and 2 screws were inserted at s1 on both the left and right. It is further reported that the revision procedure occurred approximately 6 months later ((B)(6) 2008). It is further reported that one screw is available, however, approximately 1/3 of the screw remains in the patient.